Event description:
It was reported that the user experienced elevated glucose after consuming half of a 16 oz gas-station soda and entering a less-than-meal announcement on the ilet, with glucose peaking at 279 mg/dl and fluctuating before returning to range; the ilet issued a high glucose alert, no assistance or medical intervention was required, and the event was associated with meal announcement error and user interface interaction, with the user requesting additional training. Symptoms included hyperglycemia. Outcomes included no serious injury, illness, or impairment. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, involving the user interface during meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.